Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed the cable insulation has pulled out from the donut and wires are exposed and broken. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were having a problem with the recharger (rtm) as the rtm just didn't seem to be working as the implant (ins) was not charging. Pt stated that the rtm wire that was attached to the paddle was damaged with wires exposed, so they had a burning sensation when using the rtm; pt noted that they just noticed this today and that they never had a problem with recharging their ins before. Pss attempted twice to clarify with the pt if they were burned/injured from the rtm, however pt would not provide an answer to pss. Pt stated that they would recharge their ins every night before they went to sleep, however the equipment didn't seem to be charging the ins all night long last night. Pt stated that they were not that heavy so they could feel where the ins was located. Pt stated that they were hearing the equipme nt making a noise all night long indicating that the ins was not charging; pt stated that the controller would say that the rtm wasn't over the ins or that the rtm paddle had moved. Pt stated that they had just gotten done with physical therapy and that they turned the ins off during physical therapy, so they went to turn the ins on using the controller when a message appeared saying that the ins needed to be charged soon; pt stated that this was because the ins hadn't charged completely last night since the ins would usually last all day. When asked for the event date, pt stated that they hadn't been able to charge the ins to 100% and that they noticed the issue for a week or two but that they were busy with life. An email was sent to the repair department to replace the rtm.